Event description:
A review of service data detached a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the side-to-side ECG wave form was distorted. Failure analysis of the belt discovered an open connection to the t9 pad within the distribution node.